Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 350 mg/dl at the time of the incident and the current blood glucose value was 455 mg/dl. Customer stated the other blood glucose value was 451 mg/dl. Customer experienced symptoms such as uncomfortable. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump. Customer did not allege pump was under delivering. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.